Event description:
General report received of an unspecified number of undocumented incidents of separations. The extension sets were being used to deliver unspecified medications. At unspecified times, the male adapters a primary tubing sets were connected to the clave ports of the extension sets to deliver unspecified volumes of lactated ringers via gravity. It was reported that after the primary tubing sets were connected to the extension sets, the tubing separated from the clave ports of the extension sets and solutions leaked. Unspecified volumes of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.